Manufacturer narrative:
Clarification for the first sentence in the initial report should read as, it was reported that a model zlb00 intraocular lens (iol) was explanted from the right eye (od) of a female patient due to doctor having to change the diopter power. (B)(4). Additional information: device available for evaluation: yes. Returned to manufacturer on: 9/16/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection shows the lens is damaged, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing records review: a review of the manufacturing records was performed, which indicated that the product was manufactured according to specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review of the production order, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted in the right eye (od) of a female patient due to doctor had to change diopter power. The iol was replaced with a same model but different diopter 20.0 iol. No further information was provided.